Event description:
The customer reported low readings on a sensor which caused the insulin pump to enter threshold suspend mode. The customer stated the blood glucose value at the time of the event was about 110-120 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).